Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was discovered inside packaging with a bd phaseal¿ injector luer lock n35. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reported that he had received two injectors with foreign matter (mildew?) Inside the packaging.

Event description:
It was reported that foreign matter was discovered inside packaging with a bd phaseal¿ injector luer lock n35. This occurred on 2 separate occasions prior to use. The following information was provided by the initial reporter, translated from dutch to english: customer reported that he had received two injectors with foreign matter (mildew?) Inside the packaging.

Manufacturer narrative:
H.6 investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, grey particles are observed on the injector inside an unopened packaged. Without the actual sample to evaluate, we cannot verify the origin of the particle that was observed. A device history review was performed for lot 1907114, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. There was a maintenance order identified, requiring maintenance to be performed during molding process of the needle housing for the injector. An isolated incident required the molding to be cleaned during production. Five retained samples of lot 1907114 were used for additional evaluation. The product was inspected, and no particles or dirt were identified on any of the product. Based on the investigation, it was determined the particles are likely dirt from the molding machine that embedded in the needle housing of the injector related to the maintenance order we identified. We perform inspections and clearly defined cleaning procedures after production of each lot. Manufacturing personnel have been made aware to increase awareness of this matter.